Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 99% stenosed target lesion was located in a calcified and moderately tortuous middle left anterior descending artery. A promus element, mr 3.00 x 16mm stent failed to cross the target lesion. The promus element stent was removed from the patient and it was noted that the tip of the stent was lifted. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. Age at time of event 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 99% stenosed target lesion was located in a calcified and moderately tortuous middle left anterior descending artery. A promus element, mr 3.00 x 16mm stent failed to cross the target lesion. The promus element stent was removed from the patient and it was noted that the tip of the stent was lifted. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer a visual and microscopic examination identified a number of proximal stent struts were bent back distally and a number of others were splayed outwardly. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon of the device was visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).